Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went on site and found 307 error. Fse replaced personality module audio / video (pmav) in accordance with isi procedures and this resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmav was analyzed and error 307 was found to indicate the failure occurred in the field. During visual inspection, no issue was found that was related to the reported issue. The pmav was installed on the golden system where the component functioned as expected, and no error code was presented. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that a nonrecoverable system fault occurred during setup, specifically an error #307 related to the personality module audio / video (pmav) component. Initial troubleshooting was performed remotely, including instructing the customer to execute a hard power cycle, but this did not resolve the issue. System logs confirmed that the pmav node, which was present at startup, had stopped responding. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was aborted to another dv system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.